Event description:
Information was received from a distributor, user facility via a manufacturer representative regarding a patient with spinal therapy. It was reported that the when the lens was checked with a loupe during the post-repair inspection, white line and black dot were confirmed. There was no patient involved at the time of event.

Manufacturer narrative:
H3. Product analysis product ID : 9560100, lot no : 1824899 analysis confirmed that no functional abnormality has been detected, and there is no abnormality in the image when the product is in focus. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.